Manufacturer narrative:
Citation: kepler, christopher k. Et al. Delayed pleural effusion after anterior thoracic spinal fusion using bone morphogenetic protein-2. Spine (phila pa 1976). 2011 jan 25. Bmp-2 (4.0 mg/level) - therapy dates not provided pedicle screw instrumentation - therapy dates not provided local bone autograft - therapy dates not provided allograft bone - therapy dates not provided peek interbody cages - therapy dates not provided. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. The device was not returned to the manufacturer for evaluation. Imaging films illustrated in the article reflected a posterior pedicle screw based double rod construct with approximately 16 screws and no crosslinks were seen. All views, including the one CT view reflect pleural effusion, mainly right sided (unknown side of exposure). Our findings are inconclusive; a definitive cause of the reported event could not be determined.

Event description:
It was reported in a literature article that the patient underwent posterior-anterior surgery eight years after posterior spinal fusion from t2-t12. Medical history was unremarkable; the patient was healthy. Surgery consisted of: (1) posterior extension of fusion proximally to t1 and distally to l1 using pedicle screw instrumentation, local bone autograft, and allograft bone, and (2) lateral-approach (right side) interbody fusion at t11-l1 utilizing interbody cages and bmp-2. Anterior instrumentation was placed at t12-l1 because of poor screw pedicle screw purchase at that level. Estimated blood loss was 100cc for the lateral-approach portion of the surgery. A chest tube was placed for continuous suction and was removed on post- op day 1 after a total drainage of only 36cc. The patient's postoperative course was unremarkable until postoperative day 3 when he complained of subjective left sided chest "fullness" and difficulty breathing. He remained afebrile and inflammatory markers were normal. Imaging films demonstrated interval development of a large right pleural effusion. The patient was tachypneic at 30 breaths per minute and tachycardic to 120 beats/minute but maintained oxygen saturations in the upper 90s on 2l of oxygen. The patient was diuresed using furosemide. Vital signs returned to normal over the next four days and the patient was discharged home on post-op day 7. At 6-week follow-up, the patient had mild subjective chest fullness and a sizable residual pleural effusion. At three months post-op, the effusion was clinically and radiographically resolved.